Manufacturer narrative:
Upon completion of investigation a follow up report will be filed. Complaint sample not returned.

Manufacturer narrative:
It was not possible to investigate the complaint as no sample was returned for evaluation. If the sample is returned in the future, this complaint will be re-opened and evaluated. Review of the history device records confirmed the valve, product code 82-1730, with lot number cpbdb9, conformed to the specifications when released to stock on the 4th march 2013. Review of decontamination certificate conformed to specification when released on the 26th february 2013. Review of decontamination certificate conformed to specification when released on the 26th february 2013. No root cause could be determined since no sample was returned for evaluation. If the sample is returned in the future, this complaint will be re-opened and evaluated. No corrective action is needed based on the results of the evaluation. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Disconnection of the system at the sampling site level during clamping. No control of csf drainage. High risk of csf infection.